Event description:
It was reported that the pulse generator exhibited premature battery depletion. The programmer had an observed behavior involving discrepancies in the displayed longevity. The device was explanted and replaced. The patient¿s condition post procedure was stable. No further information was reported.

Manufacturer narrative:
Final analysis found that the despite extensive testing the device exhibited normal estimated longevity and normal device characteristics. The cause of the discrepancy with the programmer could not be determined.